Manufacturer narrative:
Correction: section b1: "product problem" was selected in error and should have been blank as there was no malfunction.

Event description:
New information received notes the infection was from another source, was systemic and was not related to implant site. No erosion was observed.

Manufacturer narrative:
Analysis was normal. No anomalies were observed. The device was above the elective replacement indicator (eri).

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the system was explanted due to an unknown bacterial infection.